Manufacturer narrative:
Refer to evaluation summary. (B)(4). It was reported during an atrial fibrillation (afib) procedure, the pacing channel selected itself and they had to manually turn it off so they could pace normally. The issue resolved itself. The carto 3 system has the new ECG card so they do not have to select a pacing channel. Upon request, additional information was provided on the event by the bwi field representative. The pacing was planned. The physician was not trying to pace and ablate at the same time. The stockert 70 system was being used. The physician did not think there was any potential risk to the patient from this pacing issue. The issue resolved itself and the system was ready for use since this procedure. Also, the history of customer complaints associated with this specific system was reviewed and there were no additional complaints related to the reported issue. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.

Event description:
It was reported during an atrial fibrillation (afib) procedure, the pacing channel selected itself and they had to manually turn it off so they could pace normally. The issue resolved itself. The carto 3 system has the new ECG card so they do not have to select a pacing channel. Upon request, additional information was provided on the event by the bwi field representative. The pacing was planned. The physician was not trying to pace and ablate at the same time. The stockert 70 system was being used. The physician did not think there was any potential risk to the patient from this pacing issue.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).